Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID: 2134265-2014-06554. It was reported that a rotawire tip detachment occurred. The 75% stenosed, 10 mm x 3.00 mm target lesion was located in the mildly calcified and moderately tortuous proximal end of left anterior descending (lad) artery to mid lad. A 1.50 mm rotalink¿ plus and a 330 cm rotawire¿ and wireclip¿ torquer were advanced to treat the lesion. During ablation, the physician kept advancing and retracting the burr at slow speed between 120,000 - 130,000 rpm approximately for one minute. However, rotational speed was decreased 2,000 - 3,000 rpm. Post ablation, cineangiocardiogram was performed and revealed a 10 mm distal tip had detached and remained within the target lesion near the bifurcation of 2nd diagonal branch. The procedure was completed with this device. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Device evaluated by MFR.: the unit returned has the wire kink and the tip damaged. The visual inspection was performed and the device presents: the spring tip damaged and partially detached (corewire and coilwire); and the body kinked and bent. Moreover, the section detached from the spring tip was not returned. All the outer diameter (od) measurements are within the specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2014-06554. It was reported that a rotawire tip detachment occurred. The 75% stenosed, 10 mm x 3.00 mm target lesion was located in the mildly calcified and moderately tortuous proximal end of left anterior descending (lad) artery to mid lad. A 1.50 mm rotalink¿ plus and a 330 cm rotawire¿ and wireclip¿ torquer were advanced to treat the lesion. During ablation, the physician kept advancing and retracting the burr at slow speed between 120,000 - 130,000 rpm approximately for one minute. However, rotational speed was decreased 2,000 - 3,000 rpm. Post ablation, cineangiocardiogram was performed and revealed a 10 mm distal tip had detached and remained within the target lesion near the bifurcation of 2nd diagonal branch. The procedure was completed with this device. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
The root cause is corrected from operational context to undetermined. (B)(4).

Event description:
Same case as MDR ID: 2134265-2014-06554. It was reported that a rotawire tip detachment occurred. The 75% stenosed, 10 mm x 3.00 mm target lesion was located in the mildly calcified and moderately tortuous proximal end of left anterior descending (lad) artery to mid lad. A 1.50 mm rotalink¿ plus and a 330 cm rotawire¿ and wireclip¿ torquer were advanced to treat the lesion. During ablation, the physician kept advancing and retracting the burr at slow speed between 120,000 - 130,000 rpm approximately for one minute. However, rotational speed was decreased 2,000 - 3,000 rpm. Post ablation, cineangiocardiogram was performed and revealed a 10 mm distal tip had detached and remained within the target lesion near the bifurcation of 2nd diagonal branch. The procedure was completed with this device. No patient complications were reported and the patient¿s status was good.